Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). Siemens completed a detailed technical investigation of the reported event. The investigation showed a systematic software issue in the tavi-algorithm of the syngo.via applications: syngo.CT cardiac function and syngo.CT cardiac planning. Correction for this issue will be initiated via update sy015/19/s and will be reported to the FDA under 21 cfr 806, upon release. This corrective action eliminates the root cause of the problem and prevents the possibility of reoccurrence. (B)(4).

Manufacturer narrative:
Exemption number e2017017. (B)(4) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). The patient's year of birth was reported as (B)(6) and the patient was approximately (B)(6) at the time of the event; however, the full birthdate of the patient was not provided so the patient's exact age at the time of the event is unknown. Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified as the investigation is ongoing. A supplemental report will be filed upon the completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an incorrect measurement of the patient's aortic annulus diameter led to the selection of an incorrectly sized aortic valve implant. Subsequently, the patient suffered an aortic annulus rupture. The patient's life was saved and his condition was reported as stable as of the date of this report (B)(6) 2019). The patient was being treated for a calcified aorta. The syngo.CT cardiac planning device could not be conclusively excluded as having contributed to the adverse event at this time. Additional details have not been provided by the customer as of the submission date of this report.